Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience prime (1) 2.5x23, (1) 3.0x15, (1) 3.0x33 other: ticagrelor, aspirin. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The other stents referenced are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of two 2.5 x 23 mm xience prime stents and a 3.0 x 33 mm xience prime stent in the left main coronary artery/proximal left anterior descending artery/proximal circumflex artery complex and a 3.0 x 15 mm xience prime stent in the mid left anterior descending artery. On (B)(6) 2014, the patient was re-hospitalized with angina and coronary angiography noted in-stent restenosis only. Angioplasty was performed at the lad, the 1st obtuse marginal artery and the cx stents and the patient condition resolved the day of onset. On (B)(6) 2014, the patient was re-hospitalized due to angina and coronary angiography noted in-stent restenosis in the 1st obtuse marginal artery and mid lad. A coronary artery bypass graft procedure was performed on (B)(6) 2015, treating the restenosis in the stents implanted in the proximal left anterior descending and the obtuse marginal arteries. The patient condition resolved on (B)(6) 2015. There was no additional information provided.